Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a 3300tfx27mm valve implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of four (4) years due to calcific degeneration leading to severe stenosis (mean/peak pressure gradient 19/38 mmhg; vmax 3.9) and high grade regurgitation. The patient presented with heart failure nyha iii. A 29mm transcatheter heart valve was implanted within the surgical device. The patient was noted as to be in stable condition after procedure.

Manufacturer narrative:
Updated section b4 (date of this report), b5 (describe event or problem), g3 (date received by manufacturer), h6 (investigation findings) and h6 (investigations conclusions). Corrected section d1 (brand name) and d4 (model number). The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors, including a history of coronary artery bypass graft (CABG).

Event description:
Edwards received notification that a patient with a 7300tfx27mm valve implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of four (4) years due to calcific degeneration leading to severe stenosis (mean/peak pressure gradient 19/38 mmhg; vmax 3.9) and high-grade regurgitation. The patient presented with heart failure nyha iii. A transcatheter heart valve was implanted within the surgical device. The patient was noted as to be in stable condition after procedure.